Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice (hc) device while training on a dummy tummy. As the patient was not connected, there was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.